Event description:
Iridex 20ga laser probe opened and connected - very dim aiming beam. Replaced probe-second probe had an aiming beam that was "shaped like a figure 8", per surgeon. Third probe opened and functioned well.

Event description:
Iridex 20ga laser probe opened and connected - very dim aiming beam. Replaced probe-second probe had an aiming beam that was "shaped like a figure 8", per surgeon. Third probe opened and functioned well.